Event description:
It was reported that there were non-physiological rates seen on the atrial lead. Provocative testing was done and they were unable to duplicate the non-physiological rates. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.